Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that her surestep meter was reading inaccurately low. The medical affairs specialist spoke to the pt 5 days later and obtained/verified the following info. The pt reported that on the day of the event, she does not recall the exact date, she tested her blood glucose and the result was 174 mg/dl. She felt dizzy at the time and stated she was experiencing vaginal bleeding. Because of her symptoms, she went to the hosp approx 30 minutes later. Her blood glucose was tested and the result was 400 mg/dl. A lab test was performed at the same time and the result was 450 mg/dl. The pt did not receive any insulin in the emergency room; however, she was admitted for her diabetes and possible stroke. She reported that the hosp ruled out a stroke but they were unable to explain what the problem was. Prior to going to the hosp, the pt was taking metformin. Upon discharge from the hosp, her prescription changed to glyburide. Neither the pt, nor the reporter had the meter available to troubleshoot. This complaint is being reported because the pt obtained a glucose result on a lab device of 450 mg/dl 30 minutes after obtaining a 174 mg/dl on her meter. The pt was diagnosed and treated for hyperglycemia. A replacement meter has been sent.